Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced issues as the device was not working as expected, and the patient was not satisfied with the erection. Upon clinical evaluation, the physician cycled the device and confirmed it was not pumping properly. The existing cylinders and pump were removed and replaced with new ipp components. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device issue cannot be established. Device history record (DHR) review: a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The pump, and both cylinders were returned. The pump was visually inspected, microscopically examined, and tested for leaks; all tests were passed. The cylinders were visually inspected, microscopically examined and leak tested. It was noted that both cylinders had holes with fluid loss in the proximal end, consistent with sharp instrument damage, likely during explant. Due to the identified damage, the cylinders were not pressure tested. Product analysis was unable to confirm the reported clinical observations. Labeling review: there was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary, and the complaint investigation conclusion code is cause not established.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced issues as the device was not working as expected, and the patient was not satisfied with the erection. Upon clinical evaluation, the physician cycled the device and confirmed it was not pumping properly. The existing cylinders and pump were removed and replaced with new ipp components. No additional patient complications were reported.